Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "pt with anal cancer was sent over as an outpatient for PICC line placement. Rn attempted to insert PICC for the 3rd orientation attempt with rn to supervise. Right upper arm was draped and prepped in sterile fashion for insertion and with use of ultrasound, the vein was cannulated by nursing. Blood return was noted and visual confirmation via ultrasound indicated that the vein was cannulated appropriately. Nursing then attempted to insert the guidewire through the needle into the vein, but the guidewire got caught during the threading of the wire. Nursing was able to remove the guidewire, and then "walked-in" or advanced the introducing needle further into the vein. The guidewire was then attempted to thread into the vein again, but again became caught after insertion through the needle. Nursing was then unable to remove the guidewire with this attempt and found the wire became caught in the insertion site. The insertion needle was able to be withdrawn by nursing but the guidewire would not come out with the needle. Repositioning and gentle pulling was attempted but the wire would not come out of the insertion site. The surgical resident was then called and an xray was obtained of the right arm and chest. Xray confirmed that the wire was not in the chest but stuck in the arm. The surgical resident then called the surgeon on call and they elected to take the patient for an exploration of the right arm with removal of the foreign body and for port-a-cath placement for IV access. The patient was transported to the operating room with operating room staff with the guidewire still in the arm, and nursing had secured the wire by taping it to the arm an inch away from the insertion site. "